Event description:
After connecting to the generator, the generator did not recognize the device asking for it to be plugged in when it was. Another device was opened and worked properly. No issues with the generator. This all occurred before introducing the device to the patient. The patient was not affected or harmed in any way.